Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation. One sample was provided to our quality team for investigation. Through visual inspection, it was observed that the sample has a 3/4" crack in the scale markings area of the barrel extending from the zero line down below to the 2ml graduation line. The condition observed is non-conforming per product specification. Potential root cause for the barrel cracked defect is associated with the assembly process. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) and corrective actions determination could not be performed.

Event description:
Material: 309646, batch#: unknown. It was reported that the bd luer-lok barrel was cracked. The following information was provided by the initial reporter: verbatim: stevens ref#(B)(4) has been assigned to this issue. Upon completion, please provide a quality investigation letter detailing your findings. Please advise on next steps for quality investigation and customer resolution: product problem report, product information, product code: 309646, product description: syringe hypo 5cc l/l bx/125 p36 , lot/serial #: unknown, expiry date: unknown. Problem information: product concern ticket number: pc-28272 date of incident: 13-aug-2024 concern description: dispensed prefilled narcotic syringe to the pt. Pt reporting syringe is leaking and unable to inject the dose. Same assessed by writer. Hairline crack noted on the barrel. Occurrences: 1 ea. Reporter information: xxxx. Site information: xxx. Sample information: incident samples: 1 ea, representative samples: 0, no adverse event reported.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.